Event description:
Hospital ed personnel responded to a pt described as very obese and in atrial fibrillation. The device was connected to the pt with disposable defibrillation/ECG electrodes in the anterior/lateral position for cardioversion. According to the reporter, the pt's rhythm would not convert at 100 joules, at 200 joules or at 200 joules subsequent to replacing the electrodes. The device's hard paddles were then used to momentarily cardiovert the pt's rhythm. The device was removed from use for evaluation by the hospital biomedical technician. No adverse affects to the pt were reported as a result of the alleged malfunction.